Manufacturer narrative:
Clinical statement: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was admitted to the hospital. The registered nurse (rn) stated that the patient insisted on going. The rn also stated that the patient had a change in mental status. A follow-up response from the patient¿s pd clinic indicated that the patient was in the nursing home facility. The patient had been hospitalized and discharged on (B)(6) 2021. The clinic did not have any additional details as they had not received any discharge paperwork. Attempts to reach the nursing home nurse were unsuccessful. The cause of the patient¿s change in mental status and hospital admitting diagnosis is unknown; however, there is no allegation of a device malfunction or deficiency related to this event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was admitted to the hospital. The registered nurse (rn) stated that the patient insisted on going. The rn also stated that the patient had a change in mental status. A follow-up response from the patient¿s pd clinic indicated that the patient was in the nursing home facility. The patient had been hospitalized and discharged on (B)(6)2021. The clinic did not have any additional details as they had not received any discharge paperwork. Attempts to reach the nursing home nurse were unsuccessful. The cause of the patient¿s change in mental status and hospital admitting diagnosis is unknown; however, there is no allegation of a device malfunction or deficiency related to this event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
It was reported that a peritoneal dialysis (pd) patient was admitted to the hospital. The registered nurse (rn) stated that the patient insisted on going. The rn also stated that the patient had a change in mental status. A follow-up response from the patient¿s pd clinic indicated that the patient was in the nursing home facility. The patient had been hospitalized and discharged on (B)(6) 2021. The clinic did not have any additional details as they had not received any discharge paperwork. Attempts to reach the nursing home nurse were unsuccessful. The cause of the patient¿s change in mental status and hospital admitting diagnosis is unknown; however, there is no allegation of a device malfunction or deficiency related to this event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Correction: e1 facility name.